Manufacturer narrative:
No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the skin issue. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated.

Event description:
It was reported that an end user developed red, blistering and bleeding peristomal skin 1 1/2 hours after using the adapt ceraring for the first time. The end user applied hot compresses and the bleeding stopped. The area improved but she went to the ER that evening. They applied and then prescribed lidocaine topical ointment for her to apply at home. She stopped using the adapt ceraring and the peristomal skin is fine now.